Event description:
It was reported that a carelink transmission revealed far field r-wave (ffrw) oversensing. This was stated to be due to marginal p waves and the patient was in "mode sensing" so no action was taken by the physician. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable tachy lead 2007 (B)(6); (B)(4) implantable defibrillator 2007 (B)(6). (B)(4).